Manufacturer narrative:
The problem could be traced to a component failure. We are unaware about operator/patient injury.

Event description:
The device had a failure that caused a delay in the surgical procedure. No adverse effects to patient were reported.